Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve procedure, the second-to-last firing released more slowly than normal. After firing, the device would not articulate back to the neutral position. An arrow indicator was observed in the reload lane area on the powered handle, and there was difficulty retracting the knife blade after firing. As a result, the procedure time was extended by approximately 10 minutes and another adapter was used to complete the procedure. There was no patient injury.